Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes clinical manager reported via phone call that the customer had 4 low blood glucose and hospitalization events. Customer's blood glucose was over 23 mg/dl at the time of the incident. Customer's current blood glucose was 196 mg/dl. Caller stated that the customer has been experiencing low blood glucose for 3 weeks. Caller stated that the drive support cap appears normal and that the customer was admitted as an inpatient for medical treatment. Caller was advised that the pump will be replaced due to multiple low blood glucose incidents involving emergency medical services on (B)(6) 2016, (B)(6) 2015, and (B)(6) 2015. Caller mentioned that the customer had 3 low blood glucose episodes on (B)(6) 2016.

Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. The pump was also programmed with a test glucose meter. The pump communicated properly and recorded the 133 mg/dl value properly from the glucose meter. The pump communicated properly with the test blood glucose meter. The pump downloaded to care link properly. All data created during testing including the blood glucose meter value was shown on the care link report. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.